Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer called and stated that they had a capsule that failed to attach. In the process of placing the capsule, everything seemed to work as suppose to, but when removing the delivery sys he noticed the capsule still attached and did not release from the delivery system.